Event description:
Report received from (B)(6) stating that the device was overheating. The device was not being used during surgery. No injury or medical intervention reported. The event date is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed; the front bearing of the motor was worn/damaged, likely causing the reported heat. The unit was observed to exhibit signs that it been operated without sufficient lubrication, which may have contributed to the bearing damage. If additional info is received, a supplemental report will be sent. (B)(4).